Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 - product analysis: the device was returned and evaluated by product analysis on 07/22/2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up keypad buttons was intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, the bolus button was unresponsive; contamination was observed on the bolus button contact; the bolus button contact was misaligned. Two battery compartment cracks were observed. The returned battery cap secured properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump audio bolus button is slow to respond and requires excessive force to activate. The patient reportedly wore the pump in a protective case and did not clean the pump.